Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by rebooting the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the endoscope image was upside down. Site was in the middle of rebooting the system as they called in. Caller stated that they tried reseating the endoscope with no change. Caller stated that the alignment was correct after rebooting the system. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the isi clinical sales representative (csr): the inguinal hernia dissection procedure started at 2:30pm. The image was inverted, but the endoscope did not move freely with uncontrolled motion. The event did not involve a reverse control on system arm and the issue occurred on both the 0 and 30-degree endoscopes. The 30-degree endoscope was installed in an up and down orientation. The surgeon did confirm desired orientation when endoscope was installed. An indication of the image orientation was provided to the user via user interface and the endoscopes adapters/base were still engaged/in-synch /attached. No components were observed to be missing from the endoscope. Prior to the incident the endoscope was not manually rotated to 180 degrees. There was no patient injury related to the issue and the csr was not sure if the endoscopes would be returned back to isi. The csr was unable to provide patient demographic information and stated the system restart resolved the issue.